Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 535 mg/dl. The customer treated for their high blood glucose with manual injection and u500 insulin. Customer was experienced symptoms like thirsty. The customer stated that insulin pump had no delivery alarm and insulin exit during 5 unit fixed prime or fill cannula. Customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.